Event description:
A site representative, radiology, reported an o-arm with a brake issue. When driving the o-arm down the hall, the site representative attempted to turn the corner to go through a door and when letting off the handle, the o-arm did not brake as usual. The system continued moving into a door frame, damaging the upper cover. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following-up at the site on (B)(4) 2013, performed a system check-out and found no problems with the brakes. The site stated they were not docking the system when driving the o-arm around the or, resulting in an uneven motion when driving. O-arm is functioning properly. No further issues have been reported.